Event description:
Related manufacturing ref 3005334138-2017-00117. During a cryo pulmonary vein isolation procedure, an air embolism occurred. The patient had st elevation when contrast agent was injected into the right coronary artery and a diagnostic catheter was inserted. After both introducers were inserted, the patient became hypotensive, lost consciousness, and went into cardiac arrest. A cardiac massage was performed and sinus rhythm was restored. The patient regained consciousness and was transferred to the ICU.

Manufacturer narrative:
The results of the investigation concluded that the sheath passed pressure and aspiration leak testing with no anomalies observed. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported air embolism remains unknown. Per the IFU, air embolism is a known risk during the use of this device.

Event description:
Related manufacturing ref 3005334138-2017-00117. During the procedure, an air embolism occurred. The patient had st elevation after contrast agent was injected. The introducer was inserted and the patient became hypotensive and went into cardiac arrest. Air was removed from the patient and sinus rhythm was restored. The procedure was cancelled and the patient was transferred to the ICU.